Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited episodes of noise on the right ventricular (rv) lead on both the pace and sense channel and the shock channel. The noise was intermittently oversensed by the device resulting in some observed pacing inhibition with asystole greater than three seconds. The rv pace and sense lead is not a boston scientific product. Boston scientific technical services (ts) initially indicated that the noise appeared to be due to possible external electromagnetic interference (emi) but recommended performing isometric and dynamic movement testing with the patient in the clinic to ensure there are no lead integrity concerns. The boston scientific representative (rep) subsequently indicated that noise was able to be reproduced on both the rv lead and left ventricular (lv) lead with isometric and arm movement testing but there were no associated out of range impedance measurements observed and the impedance was very stable. Ts indicated there may be an insulation breach on the rv lead causing the noise to show up on both rv and lv lead. Ts further noted that since the lv lead is programmed to the unipolar configuration and is sensing from the lv lead to the rv lead ring, an issue with the rv lead would appear as noise on both the rv and lv leads. The device was subsequently explanted and replaced. Also, the pace and sense rv lead was surgically abandoned and replaced at the physician's discretion with the pace and sense portion of the existing rv shocking lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).